Event description:
New information received stated that the patient was in normal health throughout the event.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room because he was able to visibly see the implantable cardiac monitor outside of the implant incision. The device was then explanted. No other incident was reported.